Event description:
It was reported that the device was used during a gyn procedure, when the grasper was put into the trocar, the gasket tore and fell into the pt. The seal was retrieved and another device was used to complete the case with no pt consequence.